Event description:
A customer obtained erroneously elevated results for troponin (accu tni) on two patients' samples. The initial results were 14.49ng/ml and 3.92ng/ml for patients 1 and 2, respectively. A) the results were not reported out of the lab. The specimens were re-tested and repeated result was 0.01ng/ml for patient 1, and 0.02ng/ml for patient 2. A) the results were reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Based on available information, there have been accu tni qc reproducibility issues for the past week. Customer did not question any other results. A field service engineer (fse) was dispatched: a) the fse performed a major preventive maintenance (pm) which was due. B) the fse found spills in the wash wheel. C) the mixer pulley was failing and fse replaced it. D) the fse verified the repair per established procedures and results met published specifications. Although the fse addressed hardware issues, a definitive root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.